Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (dose, concentration, and lot # unknown). The indication for device/therapy use was listed as intractable spasticity and a spinal cord injury/spinal cord disease. The patient's pump was recently replaced ((B)(6) 2016) and prior to the replacement, the patient had begun noticing an increase in his spasms, especially located in his torso. Additionally, the patient's left lung kept stopping, so the patient knew that the pump was dying. Per the patient, he had experienced issues throughout the entire time the pump had been implanted. The issueshad not necessarily been related to the pump; the issues were more related to the patient's medical issues. The patient had a very sensitive spine; if the spine was bumped, spasms, seizures, respiratory and cardiac arrest would follow. The patient experienced spasms in his throat, torso, heart and lungs. This was the reason the patient had the pump implanted. It was additionally noted that the patient was blind, deaf, had speech issues, and was in a wheelchair. Following the pump replacement on (B)(6) 2016, the patient was going to wait and see how things went. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, when the symptoms began, event details, and troubleshooting performed. If additional information is received, a follow-up report will be submitted. Concomitant drugs: tegratol (seizures), past morphine pills, 6-7 pages of medicine.